Manufacturer narrative:
The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. A field action was initiated with record ID 2023-cc-src-039 and consisted of a field safety notice. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
The manufacturer received information from a customer that there was a ventilator inoperative alarm during use on a bipap a40 device. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no serious patient harm or injury that occurred or was reported. The device was returned to the manufacturer for service. During the evaluation of the device, the event log was reviewed, and it was confirmed that a "ventilator inoperative" was recorded in the alarm log. There was also an e96 error code which indicated the device is unable to write to the event log. The main board including memory was replaced. Overall checks, cleaning, and a functional test were performed.